Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) developed a hematoma post implant procedure. Oral pain medications were administered along with icing of the site to resolve. No additional adverse patient effects were reported.